Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cellulitis at two injection sites event on (B)(6) 2026. Due to this event, the patient experienced bruising, hardness and was on antibiotics. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.